Event description:
It was reported the screen would not stay on. It went on and off even with new batteries. The output lights blinked. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex, encoder flex, main printed circuit board (pcb), liquid crystal display (lcd), and board connector cable were contaminated. It was also noted that the heart wire contacts, two pcb screws, lead flex cover, heart block, battery release, lower case and upper case were contaminated, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring was bent, the two side bails were contaminated and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.